Event description:
It was reported that a revision surgery is planned because femor neck collapse. Chs surgery performed on 19th april.

Manufacturer narrative:
Results of investigation: it was reported that cortex screws broke. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A medical analysis noted that the x-ray provided shows the breakage of the periloc screws. The site had expressed concerns that the pull out strength of periloc screws with the thicker core would be less than tc100. The tc100 screw is the only one not to break. Impact to the patient beyond the additional surgery and recovery cannot be determined. No further medical assessment can be performed at this time. Some potential causes could include but are not limited to trauma injury, user/procedural variance or size of device used. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.